Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information from the customer, however no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the main board was defective. Additionally, the rear panel was bent. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the high flow insufflation unit generated an alarm sound and the front panel turned off. There were no reports of patient harm.